Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer awoke with an elevated blood glucose (bg) level of 264 mg/dl. The customer took a correction bolus, via the pump. The customer declined to perform troubleshooting with tandem technical support. The customer stated that they believe that the pump is working fine and that overnight basal rate may need to be adjusted. A recommendation was made for the customer to discuss basal rate amounts with their healthcare provider.